Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted (B)(6) 2015, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 18-jan-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 27-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient had no pain relief with current program but showed up to appointment with battery depleted to the point stimulation would not turn on and tablet programmer could not connect. Patient charged system and then was reprogrammed. Patients device shows bad connection and high impedances with lead 8-15. Patient was programmed around high impedances. Issue not resolved at this time.